Event description:
It was reported that oversensing was observed via review of ventricular egm. The oversensing inhibited biventricular stimulation. Lead remains implanted.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
External insulation abrasions were found at 11.0-12.5cm and 12.2-12.7cm from the distal end. The etfe coating was intact at both locations. An internal insulation abrasion was found at 10.2cm from the distal end. The sensing conductor etfe was abraded at the same location. This is consistent with the observation from the field of noise.

Event description:
New information stated that the patient presented in the ER after receiving several inappropriate shocks. The lead was explanted and replaced.